Event description:
It was reported that the ventilator generated an alarm indicating high o2 concentration. Moreover, it was reported that the ventilator failed internal leakage test during pre-use check. There was no patient harm. Manufacturer's ref. # (B)(4).